Event description:
It was reported that the back plate on the system controller had a screw that would not secure in place. The ventricular assist device coordinator reported that the screw appeared "stripped" and there was a "piece" of metal that may have been blocking the insertion. The biomedical engineer was able to remove the possible obstruction and get the back plate to screw in appropriately. Log files were not sent from the time of the event as there was no impact to device function. The site stated they did not need to perform a system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a back plate screw not securing in place was unable to be confirmed. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Information provided by the account stated that the screw appeared ¿stripped¿ and there was a piece of metal blocking the insertion. The biomedical engineer was able to remove the possible obstruction and get the back plate to screw in appropriately. Log files were not provided, as there was no impact to device function, and the controller was not exchanged. No photos were submitted for review. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 2 ¿ "system operations", explains how to install the backup battery in the system controller, which includes removing the backup battery cover. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿, and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿, explain how to properly care for all equipment. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.